Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient couldn't speak, had a fever, was vomiting, passed out and diagnosed with diabetic ketoacidosis (dka). An ambulance was called and the patient was treated with insulin, potassium, saline solution, womex and taken to the hospital. At an unspecified time of the report the cgm was reading 220 mg/dl and the blood glucose reading was 443 mg/dl. At the time of the report the patient was still hospitalized and monitored but stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.